Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated while still within the shipping box. Different programmers were used with no success.